Event description:
The patient underwent revision surgery in 2008, due to a decrease in speech perception. The pt was re-implanted with another advanced bionics device. Advanced bionics is currently in the process of gathering additional info. When more information becomes available a follow up report will be sent.